Event description:
It was reported that the patient presented for routine implant of the right atrial lead. After initial lead placement, the device was connected and high capture and failure to sense were observed. Under fluoroscopy, it was noticed that the lead was dislodged, and tissue was noted in the helix. The lead was ultimately exchanged with a replacement. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, failure to sense and intermittent capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After the lead was cleaned, torque was applied directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of high capture threshold, failure to sense and intermittent capture were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
New information received notes that the lead was also capturing intermittently.